Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the guidewire was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, in the aortic position at a depth of approximately 5mm below the annulus, transesophageal echocardiogram (tee) showed moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed with a 24mm non-medtronic balloon. After the bav, as the medtronic guidewire was withdrawn, the valve dislodged into the ascending aorta. The physicians suspect the curl of the guidewire became caught on the valve frame and pulled the valve out of position. Subsequently, a second delivery catheter system (dcs) was used to implant a second 29mm valve in the aortic position at a depth of approximately 8mm. No additional adverse patient effects were reported.